Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a calcified lesion with chronic total occlusion in the mid iliac artery using the protege gps, stent deformation occurred in vivo during positioning and deployment. After taking the stent out of the sterile package, the instrument was prepared for flushing. It was delivered to the diseased blood vessel and the stent tip was found to be exposed and bent. The lesion was pre-dilated with a 10mm device, and no resistance or excessive force was encountered when advancing the device. The procedure was completed by removing the bent stent under the guidance of the sheath and replacing it with another stent, successfully completing the surgery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.